Event description:
Customer reported receiving an error alarm on the insulin pump. Customer reported that she removed the insulin pump's battery for 24 hours, and received the error alarm once she replaced them. Customer then stated that the insulin pump's display froze. Customer stated that there was no response from any buttons on the keypad. Blood glucose level was 202 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Unable to verify alarm and frozen screen due to blank display. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.